Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. A batch review will be performed for the potentially associated lot numbers h13f05068, h13i04032, h13j22017, h13k01019, and h13k08071 . If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by fever and chills coincident with peritoneal dialysis (pd) therapy. On the same day as the onset of peritonitis, the patient was hospitalized and started treatment with vancomycin (dose, frequency and route unknown). The cause of the peritonitis was unknown. On an unknown date, subsequent to hospitalization, dianeal therapies were discontinued, the pd catheter was removed, and the patient started hemodialysis. The patient was still hospitalized and recovering from the peritonitis. It was also reported the patient experienced a change in the level of consciousness and septic shock. The outcome of the change in level of consciousness and septic shock was not reported. No additional information is available. This is report 3 of 3.